Manufacturer narrative:
This supplemental report is submitted to provide the final device evaluation, results of the legal manufacturer¿s investigation and the device history record (DHR) review. The customer¿s allegation was confirmed and was attributed to a faulty module in the connector socket caused by cracks in the video connector case. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the exact cause of the faulty module could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation and the preliminary investigation found a video connector socket failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit ¿will not recognize the camera¿ prior to an unknown procedure. The procedure was completed with a similar device with no reported delay. There were no reports of patient harm associated with this event.